Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during the set-up for a tka cori assisted surgery, it was noticed that the drill showed an error message during calibration. Additionally, during the drill test in admin mode, the maximum retraction time (ms) test could not be passed multiple times. The procedure was performed, without any delay, by changed to manual procedure. Since the incident occurred before the procedure, the patient was not yet involved.

Manufacturer narrative:
Updated results of investigation: the real intelligence robotic cori drill rob10013, (B)(6), was intended for use in surgery and was returned for an evaluation. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed, and the reported scenario was be confirmed. A kpc test was performed, all test passed. The maximum retraction time had a value of 43(ms) and indicates a lubricated linear seal. The drill was disassembled for further investigation. It was noticed that the carriage had an excessive amount of grease on it. The grease was wiped off and the drill was reassembled. A kpc test was performed all test passed and the maximum retraction time significantly decreased, with a value of 30(ms). The installed exposure motor was tested and passed the hipot tests. A review of the assembly procedure confirmed steps to remove any excess grease on the carriage after installing with a swab or lint free wipe. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.